Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated the frame is broke in the back, but it does not break at the weld. No injury or property damage was reported.